Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log identified the reported f_38 alarm. Visual inspection found that the device was in good physical condition. Functional testing identified an f_38 alarm when the device was powered on. This confirmed the reported condition. This issue was due to a left force sensing resistor (fsr) being out of range. No repairs were made, and the device was removed from use. Should additional relevant information become available, a supplemental report will be submitted. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.